Manufacturer narrative:
Date of event is approximated.

Event description:
It was reported that there was a perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was reported via (B)(6) that when the physician was inserting the catheter into the patients heart, the wire pierced the patients heart and they started to bleed. The patient had to be brought to the emergency room where their chest was opened to monitor and remove the wire from causing further damage.